Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a robi forceps burned during the procedure, but the patient was not affected. However, the following was reported: "prolongation of surgery. The surgery was initially scheduled for 3 hours, but due to the event it was prolongated by 60 minutes.".